Manufacturer narrative:
Gehc service personnel currently evaluating situation.

Event description:
Customer reported unit would not boot. Customer stated that the right monitor would not function at the time but they had live fluoro on the left monitor and completed the case in that fashion. Customer shut unit down and tried to reboot and unit would not boot.